Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device evaluation showed that the battery was charged and the device was charging the battery normally. The engineering review of device logs revealed that the device lost communication with the battery triggering the "battery inoperable alarm" error message. Based on the investigation and previous investigations of similar complaints, it was determined that the complaint was due to an isolated software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm.there was no patient injury reported as a result of this incident.